Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the handpiece overheated during in-service. There was no patient impact.

Manufacturer narrative:
Analysis of the device found that there was no fault found with the unit. Pre-temperature test shows ambient tempt was 74.6 and in 1 min of testing handpiece, temperature were t1-78.1 and t2-77.6. The unit operated within normal parameters. The unit was cleaned, tested and passed to manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.